Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained during a follow-up call with the patient. The patient reported that the alleged error message began to appear on (B)(6) 2018 at around 7 am. During the follow-up call, the patient informed the csr that she tests her blood glucose once a day and her usual expected results are between ¿140 and 150 mg/dl¿. The patient stated that she usually manages her diabetes with a combination of pills (metformin 850 mg, twice a day, glimepirida 2 mg, twice a day), diet and/or exercise and denied that she made any changes to her usual diabetes management regimen. During the follow-up call, the patient informed the csr that at an unspecified date and time after the alleged issue occurred, the patient was ¿not feeling well¿ and developed symptoms of feeling ¿dizzy and vomiting¿. On (B)(6) 2018 between 2 and 3 pm, the patient claimed she made a visit to the emergency room where she was treated with oral diabetes medication (glimepirida - 2 mg). A blood glucose reading of ¿298 mg/dl¿ was obtained on a hospital meter. During the time of the call, the csr was unable to troubleshoot the issue as the patient did not have any test strips left to perform a test. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.